Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a sensor failure after which they experienced a hypoglycemic event. The day of the event the cgm reading would have been accurately before the patient´s wife went to work, and the patient was not feeling any symptoms at that time. However, when the patient´s wife got home, she saw the patient lying on their bed. At first's she thought that the patient was sleeping but then she tried to wake him up and found out that the patient had passed out and his cgm was showing "sensor failed, replace sensor now. She managed to wake the patient up when a fingerstick was taken the blood glucose reading was 59 mg/dl. She treated the patient with liquid glucose orally, and a bottle of soda. The patient felt better shortly after, and the patient was not taken to the hospital. At the time of the report the patient was stable. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and wearable failure was not found within the investigation window. The customer's complaint was not confirmed as there were no issues observed. The probable cause could not be determined. No additional patient or event information is available.